Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd phaseal¿ injector luer lock n35j coring was found in infusion bag. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints). During inspection after preparation of abraxane, coring was found in infusion bags and 2 of 3 vials.

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer:(B)(6) 2020.

Event description:
It was reported that during use with a bd phaseal¿ injector luer lock n35j coring was found in infusion bag. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2 complaints) during inspection after preparation of abraxane, coring was found in infusion bags and 2 of 3 vials.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-14. H6: investigation summary: no injector sample was returned to our quality team for investigation. Two protectors attached to two vials were provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the needle on the protector penetrated the vial stopper properly, however it was noted the plastic cover from the vial was not removed before connecting the protector to the vial. During our evaluation, a foreign particle was observed inside the vial. After further evaluation we found the particle was consistent with material from the rubber stopper of the vial. DHR review from the injector could not be performed. No injector samples were received for the investigation. Fms were found inside both vials coming from the rubber stopper. Nevertheless, since several factors (materials, rubber stopper, needles and even a misuse of the device by the user) may impact in corning tendency no root cause can be determined at this moment. H3 other text : see h.10.

Event description:
It was reported that during use with a bd phaseal¿ injector luer lock n35j coring was found in infusion bag. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2 complaints). During inspection after preparation of abraxane, coring was found in infusion bags and 2 of 3 vials.